Event description:
"During an open-heart coronary artery bypass procedure the device continued to "drip" intravenous solution despite the gravity flow dial controller being placed in the "off" position. No permanent injury to the patient.